Event description:
It was observed, the camera head exhibited no image during a therapeutic laparascopic cholecystectomy. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found no images were produced. Based on the results of the investigation and information obtained from this complaint, the cause of the problem could not be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device.

Event description:
Customer confirmed the product was in working condition with good image shown. Customer claimed they might have wrongly selected the wrong button in the system.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 3/31/2024. Also, correction/additional information in b5.

Manufacturer narrative:
This emdr report is being supplemented to inform a correction of e1-phone number.

Event description:
It was observed, the camera head exhibited no image during a therapeutic laparascopic cholecystectomy. The procedure was completed using a similar device. There were no reports of patient harm.